Event description:
A clinical incident involving a magnum2 knotless implant device was reported to arthrocare. During an arthroscopic surgery, the device reportedly malfunctioned. As a result, the surgeon reverted from an arthroscopic approach to a mini-open approach. The procedure was reportedly completed without further incident of pt injury or complications.

Manufacturer narrative:
The device was returned for investigation. A follow up report will be provided with the results of the investigation. (B)(4).